Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew to disconnect the atrial lead was confirmed. Epoxy was found in the atrial connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly. Actions have been taken to prevent reoccurrence.

Event description:
During a device upgrade procedure, the torque wrench broke when attempting to loosen the set screw. The lead was cut and a new the system was replaced to resolve the event. The patient was in stable condition.